Event description:
On (B)(6) 2010, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. After the devices were placed, a weak pulse was noted in the right superficial femoral artery. The physician decided to conclude the procedure, and the patient emerged in stable condition. On (B)(6) 2010, the patient underwent another procedure to address poor blood flow distal to the contralateral leg, which the physician determined was due to the device being placed in a tortuous loop of the right iliac artery. An iliac extender was placed as an extension to the contralateral leg. An improved distal pulse was noted, and the procedure was concluded.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.